Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) contacted the user and confirmed that the full height cubie drawer failure had been caused by a recent software update. The customer support center (csc) resolved the problem using a knowledge article (ka) that had been created recently by the product support engineer (pse), and the resolution process was still ongoing as csc continued to remotely fix the other stations. The fse was advised to coordinate with csc, since the corrective steps were software related and outside the fse scope. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer failure occurred. The customer attempted troubleshooting by rebooting the station and performing a recover, but the issue persisted. The customer requested that the issue be resolved as soon as possible due to its impact on workflow and patient care. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.